Event description:
Our office in (B) (4) reported a female consumer experienced ocular redness and stinging after using consept 1 step disinfecting/neutralizing.

Manufacturer narrative:
The neutralization test was performed using the returned sample. The tablets did not meet shelf life specs. Retained samples from the same lot met shelf life specs. The root cause has not been established.